Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched, evaluated the iabp, and removed and replaced the fiber optic module due to it failing. The fse completed the repair with full calibration. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was having errors with the fiber optics. This event occurred while the iabp was in use on a patient. No adverse event has been reported.